Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery while changing the infusion set. The customer's blood glucose reading was unknown at the time of incident. The customer was advised to disconnect and reconnect tubing and reservoir but insulin did not exit the tubing. Customer indicated that they do not have another reservoir and was advised that the reservoirs would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing and no occlusions were noted.